Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. It was reported the devices were implanted with no issue. During ballooning of the proximal trunk with a qxmedical q50-65 stent graft balloon catheter, the pt's aorta ruptured just above the device at the level of the highest renal artery. It was reported the rupture caused by ballooning "hard and fast" in the pt's small and friable proximal aortic neck. After an occlusion balloon was advanced to control the pt's blood pressure, open repair was performed to treat the rupture. The three gore excluder aaa endoprostheses were explanted. It was reported the physician had difficulty sewing a surgical graft to the pt's friable aorta, but a surgical graft was eventually sewn into place. The pt was taken to recovery. It was reported that on (B)(6) 2013, the pt expired, reportedly due to the rupture and surgical procedure.